Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that device was unable to be interrogated. Patient reported shocks when arriving at hospital but this cannot be confirmed due to inability to interrogate. Device remains implanted at this time. Should additional information be received, this file will be updated.